Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, and the user was advised to check for a software update and to contact beta bionics for replacement if the issue persisted. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose management that required medical care and no alerts or alarms. Investigation included troubleshooting and user education provided remotely. Investigation of this case revealed an unresolved hardware responsiveness issue isolated to the sleep/wake button with no software or alarm involvement. It was concluded, based on previously established findings for similar reports, that the cause was likely device component malfunction of the physical button.